Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illuminator will not light. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the tabletop illuminator in the system would not light. The company service representative examined the system and found system message (sm) - ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ and sm - ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ in the event log. The company service representative replaced the tabletop illuminator module. The system was then tested and met all product specifications. The system was manufactured on february 26, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A tabletop illuminator module was received for evaluation. A visual assessment of the returned sample revealed the aspheric collimating lenses inside the module were cracked. The module was then installed into a calibrated system for functional testing. During testing, no system messages (sm) could be generated that would account for the customer¿s reported event. The lumen output was then tested and found to be below specifications the sample was found to meet specifications relevant to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).